Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc failed to startup, it was stuck at 00:00. The device was not in clinical use. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information collected the issue happened during the planned/non-emergency treatment and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file by rse showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the flexvision pc and the hard drives by the fse resolved the reported issue and restored the functionality of the system. After replacement of parts and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was corrected.